Event description:
The reporter stated that he did blood glucose testing, within 10 minutes, using different finger sticks. He said that his test strips were expired. His test results were 23 and 133 mg/dl. He did not have any symptoms. On followup, using new test strips, a control solution test was in range 127 (98-147), and he reported that his blood glucose tests have been reading in his normal range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8